Manufacturer narrative:
E1: phone number listed as + (B)(6) which exceeds 10 characters for field.

Event description:
It was reported a stroke occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device and delivery system (wds) was selected for use. The 24mm closure device was successfully implanted in the laa. Post procedure, it was reported the patient had a stroke due to a narrowing of the blood vessel which was not noted in the x-ray imaging report. No further information was provided/available.